Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device is no longer repairable. The cause of the reported issue could not be determined. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.